Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown system controller exchange was confirmed via the downloaded log files. A review of the downloaded event log file spanned approximately 11 days (02mar2023, 03mar2023, 02apr2023, 25may2023, 31may2023, 01aug2023, 05sep2023, 25sep2023, 11nov2023, 03dec2023, 06dec2023, and 19feb2024 per time stamp). This controller was in use in mar2023 with the driveline connected and was exchanged on 03mar2023 for an unknown reason. On 02apr2023, the controller was connected to power without the driveline being connected. It was reset and powered on again briefly multiple times before being exchanged in december 2023 for an unrelated event (see manufacturer report number 2916596-2023-08217), indicating that this controller had become the patient's backup system controller. There were no notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis. Additional information provided stated that the reason for the exchange was not provided by the hospital. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. The heartmate 3 patient handbook, section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was an unknown system controller in (B)(6) 2023.